Manufacturer narrative:
Batch review performed on 04 november 2019. Lot 176961: 44 items manufactured and released on 01-mar-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, 22 items of the same lot have been already sold with one similar reported event. Additional implant involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 186530. Batch review performed on 04 november 2019. Lot 186530: 250 items manufactured and released on 29-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, 214 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 8 months after primary surgery, complaining of pain due to dislocation. The stem and head were dislocating from the liner and cup. The cause of the dislocation is unknown. The surgeon revised successfully the head and the liner.